Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
Customer initially reports that a patient had somehow been burned while this device was being used. On (B)(6) 2014 customer (asst nurse mgr) reports that on (B)(6) 2014 surgeon was performing a breast implant exchange. She believes it was the hot light cord connector that burned the patient between both breasts. Second degree burn (1cm x 5cm), blistered and treated with ointment. Customer has no idea how long the light source was on, connected to the cable before this occurred. On (B)(6) 2014, biomedical person reports that the other devices used were an acmi g93 cable. The retractor is a snowden-pencer 88-1087. The light source is a luxtec model: 9300 sn.#(B)(4).